Event description:
Customer's husband reported that on (B)(6) 2014 while the customer was preparing dinner she began "sweating". It was also noted that she was "feeling hot" and that she experienced a "loss of sensitivity" and subsequently lost consciousness. A test was performed using her adc blood glucose meter and a result of "384 mg/dl with ketones" was obtained at 6:18 pm. Paramedics were called and upon arrival received unspecified readings of "30's and 40's" and initiated treatment with "intravenous sugar". A subsequent reading was performed by the paramedics with a result of 118 mg/dl at 8:13 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional evaluation codes: method - the reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.